Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Reportedly, the customer simply cleared the alarm to address the issue. Additionally, it was reported that the customer had multiple, intermittent unspecified cartridge issues. Cartridge change was performed to address the issue. There was no reported impact to the customer¿s blood glucose.